Event description:
It was reported that pump was submerged in water and no longer worked. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.